Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Obvious decline in this patient's hearing performance with the device after head trauma. Device was explanted on (B)(6) 2017.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The reported trauma might have weakened the fixation of the electrode which led to electrode mobility. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
An obvious decline in the recipient's hearing performance with the device after a head trauma was reported. The recipient was re-implanted.